Manufacturer narrative:
It has been confirmed by vyaire that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The end-user reported this incident to philips respironics. The patient "was admitted for an elective procedure of biventricular lead replacement. This procedure was completed with no complications and he was transferred to the cardiac care unit for monitoring. The patient became short of breath and was placed on a vapothermon with fio2 60%. The next day the patient required a bronchoscopy for continued shortness of breath. The scope was done without sedation due to his cardiac status and was positive for mucous plugs. The patient was recovered for thirty minutes and was doing well. He continued to have shortness of breath and was and was placed on the v60 bipap due to desaturations. A nurse assessed him at noon and a few minutes later the patient's grand-daughter reported that the patient did not look "right".